Manufacturer narrative:
No definitive cause was determined. The customer submitted log files to ocd for investigation. The provue log files reviewed by ocd second level support did not reveal any processing issues with the samples tested. The results of the investigation were communicated to the customer. The customer indicated that additional sample was not available to return for further testing.

Event description:
The customer indicated that antibody screen testing was performed on a patient sample that had a known anti-k using the ortho provue analyzer. The customer indicated that the provue interpreted the test results as negative. Testing was performed in 2007. False negative test results can lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue did not match results obtained with an alternate method of patient history.